Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site, resulting in the decision to explant the device on (B)(6) 2013. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
This report is filed march 5, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.